Event description:
It was reported that during a paroxysmal atrial fibrillation a faradrive was selected for use. During procedure, when aspirating with catheter inside, air was sucked in. The faradrive sheath was replaced, and the procedure was completed without patient complications.